Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, the programmer indicated 26 months longevity. At a subsequent follow-up 6 months later, the longevity indicated only 6 more months. Therefore, the device was replaced.